Event description:
Plaintiff alleges development of severe allergic reactions to latex gloves which has interfered with her ability to perform the customary and usual duties of her chosen profession and that her condition is permanent and progressive and will continue to impair her ability to perform duties of her occupation which has caused her to incur economic damage including loss of income and will continue to do so in the future. Plaintiff further alleges the suffering of pain, suffering, emotional stress, fear and permanent disability and has incurred med, hosp, pharmaceutical and incidental expenses and will continue to do so.